Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The patient was treated with inj (injection) vancomycin (5mg, stat repeat at 5th day) (route not reported) and inj maxipime (5mg, once daily) (route not reported) for peritonitis. The cause of the peritonitis was unknown. Outcome of the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.